Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 326mg/dl. The customer's expected fasting blood glucose test result range is 119 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer denies need of medical help. Customer denies any signs of symptoms of hyperglycemia. Customer stated hga1c- 7.2 and had change of medication and exercise. Customer`s meter has wrong time and date according to her but all readings are fasting.